Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. Multiple 2d shots were taken with good image quality. The "m2d" was not activated during troubleshooting. The image acquisition system (ias) firmware was reloaded and the system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that when going to take 2d images with the imaging system, the system was automatically going into "m2d" mode and had poor image quality. The site indicated that they do not use the "m2d" during cases. The site spoke with the local field service engineer to troubleshoot. A reboot of the system was performed and the site swapped out the hand switch with the foot switch with no resolution. The system was powered down and another medtronic imaging system was brought into the room to complete the procedure. There was a 15 minute delay to the procedure and no impact to patient outcome as a result of the issue.